Event description:
It was reported that during an unk procedure, the device fired malformed staples and delivered an incomplete staple line. It was not reported how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.